Event description:
A patient reported experiencing inaccurate erratic results with a otp meter. The patient's blood glucose results were 219 mg/dl (only meter reading noted in the reported issue notes). Tests were done within 10 minutes with a difference of 32%. (Precision test calculations noted in potential medical by ccr rep). Patient did not experience any adverse events. No further information has been reported.